Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported phenomenon could not be conclusively determine at this time. The instructions for use warn users: " do not use an instrument that fails to meet the criteria stated in the labeling or that has been damaged. Damage may result in the loss of the entire ceramic tip or fragments of the ceramic tip. If there is evidence of charring, burn spots, chips or cracks in the ceramic tip or surrounding area, do not use." If additional information is received at a later date, this report will be supplemented accordingly.

Event description:
Olympus was informed that two pieces of the ceramic tip broke off and fell inside the patient during a therapeutic transurethral resection of the prostate (turp) procedure. The fragments were successfully retrieved with the resectoscope. The physician used another similar device to complete the intended procedure. No bleeding was observed and there was no patient injury reported. It was reported that no x-ray was performed as the ceramic pieces would not show up. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device referenced in this report was returned to olympus for evaluation. The device was inspected under a microscope and found the tip (beak) to be broken and was at 30 degree angle and shaped like a cylinder. About 90% of the missing beak was not returned. Based on the evaluation results, the damage to the ceramic beak is most likely related to the operator's technique.